Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') and blindness ('vision loss ') in a (B)(6) female patient who had essure (batch no. B44005) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), dyspareunia ("pelvic pain during sexual intercourse"), fatigue ("chronic fatigue"), sleep disorder ("disturbed sleep"), burnout syndrome ("burnout"), myalgia ("muscle pain "), arthralgia ("joint pain "), iron deficiency ("iron deficiency "), deafness ("hearing loss"), ear pain ("ear ache "), loss of libido ("loss of libido "), abdominal distension ("abdominal swelling / bloating "), arrhythmia ("heart rhythm disorder"), oedema peripheral ("hand oedema"), abdominal pain upper ("gastric pains"), constipation ("constipation "), amnesia ("loss of memory "), disturbance in attention ("difficulty concentrating"), aphasia ("searching for words"), cardiovascular disorder ("poor blood circulation"), pruritus ("itching "), alopecia ("hair loss "), eczema ("foot and hand eczema"), blindness (seriousness criterion medically significant), vision blurred ("blurred vision "), neck pain ("neck pain ") and menstruation irregular ("irregular menstrual cycles "). At the time of the report, the menorrhagia, dyspareunia, fatigue and menstruation irregular had not resolved and the sleep disorder, burnout syndrome, myalgia, arthralgia, iron deficiency, deafness, ear pain, loss of libido, abdominal distension, arrhythmia, oedema peripheral, abdominal pain upper, constipation, amnesia, disturbance in attention, aphasia, cardiovascular disorder, pruritus, alopecia, eczema, blindness, vision blurred and neck pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, alopecia, amnesia, aphasia, arrhythmia, arthralgia, blindness, burnout syndrome, cardiovascular disorder, constipation, deafness, disturbance in attention, dyspareunia, ear pain, eczema, fatigue, iron deficiency, loss of libido, menorrhagia, menstruation irregular, myalgia, neck pain, oedema peripheral, pruritus, sleep disorder and vision blurred with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: menorrhagia: analysis in the global safety database revealed 3.373 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-dec-2019. The most recent information was received on 24-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') and blindness ('vision loss') in a 42-year-old female patient who had essure (batch no. B44005) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), dyspareunia ("pelvic pain during sexual intercourse"), fatigue ("chronic fatigue"), sleep disorder ("disturbed sleep"), burnout syndrome ("burnout"), myalgia ("muscle pain"), arthralgia ("joint pain"), iron deficiency ("iron deficiency"), deafness ("hearing loss"), ear pain ("ear ache"), loss of libido ("loss of libido"), abdominal distension ("abdominal swelling / bloating"), arrhythmia ("heart rhythm disorder"), oedema peripheral ("hand oedema"), abdominal pain upper ("gastric pains"), constipation ("constipation"), amnesia ("loss of memory"), disturbance in attention ("difficulty concentrating"), aphasia ("searching for words"), cardiovascular disorder ("poor blood circulation"), pruritus ("itching "), alopecia ("hair loss "), eczema ("foot and hand eczema"), blindness (seriousness criterion medically significant), vision blurred ("blurred vision"), neck pain ("neck pain") and menstruation irregular ("irregular menstrual cycles"). At the time of the report, the menorrhagia, dyspareunia, fatigue and menstruation irregular had not resolved and the sleep disorder, burnout syndrome, myalgia, arthralgia, iron deficiency, deafness, ear pain, loss of libido, abdominal distension, arrhythmia, oedema peripheral, abdominal pain upper, constipation, amnesia, disturbance in attention, aphasia, cardiovascular disorder, pruritus, alopecia, eczema, blindness, vision blurred and neck pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, alopecia, amnesia, aphasia, arrhythmia, arthralgia, blindness, burnout syndrome, cardiovascular disorder, constipation, deafness, disturbance in attention, dyspareunia, ear pain, eczema, fatigue, iron deficiency, loss of libido, menorrhagia, menstruation irregular, myalgia, neck pain, oedema peripheral, pruritus, sleep disorder and vision blurred with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: menorrhagia: analysis in the global safety database revealed 3.382 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Batch no b44005, production date 2013-06-19, expiration date 2016-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-dec-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.